Manufacturer narrative:
The failure investigation has been completed and the alleged touch screens issue were verified however based on the analysis, the alleged malfunction 5 - 0x2081 issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 59 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.